Event description:
A medtronic representative reported an inaccuracy that occurred while in an ent procedure. The surgeon felt inaccurate by 1mm or less after performing the tracer registration on the patient. The right side of the patient's head was showing excluded values (red dots/points). Tracer registration did pass and the surgeon completed the procedure with the use of the navigation system. There was no impact to the patient.

Manufacturer narrative:
Patient weight was unavailable from the site. A medtronic representative went to the site to test the equipment. A system checkout showed that the equipment was full fully functional. The software investigation found that the patient archive was no longer available for evaluation. The investigation was unable to determine a root cause without further information. The reported event could not be duplicated by medtronic personnel.